Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified a non-analyzable medical issue. Analysis of the implantable pump (serial # (B)(4)) identified a non-analyzable medical issue. Analysis of the implantable pump (serial # (B)(4)) identified a non-analyzable medical issue. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spasticity. It was reported that the patient experienced infection. No environmental, external, or patient factors were reported to have caused this issue. The devices were explanted on (B)(6) 2018. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that the pump was programmed to deliver baclofen (2000mcg/ml at 252.2mcg/day). The event date was (B)(6)2018. There were no further complications reported at this time.